Event description:
It was reported to co that the operator received a shock from the plug as he was inserting it into the wall outlet. Apparently the plug had been replaced by the hosp previously and was not the original plug.